Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed architect total psa results for one patient. The following data was provided (customer¿s reference range is <4.0 ng/ml):initial result = 0.698 ng/ml, repeat = 21.07 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the arc, probe which resolved the issue. A review of the instrument service history revealed no additional erratic or discrepant patient results reported for isr61768. Additionally, there were no service or complaint issues on or around the date of this complaint that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the i2000sr tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the arc, probe or the architect i2000sr analyzer for (B)(6) was identified.